Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Event description:
It was reported that prior to the implant procedure and before implanting the lead, the physician tested the right ventricular (rv) lead to see if the helix screwed out. It was noted after a couple attempts, the helix did not want to screw out and the physician noted it "felt tight." The lead was not implanted and replaced. No patient complications have been reported as a result of this event.